Event description:
It was reported that when the device was used during a cholecystectomy procedure, the shield would not cover the blade. Opened another device to complete the case. The patient had a blood transfusion.